Manufacturer narrative:
Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have scratches on display screen which prevents reading of display screen. Customer states that insulin pump may have been bumped. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.